Event description:
We received an allegation of discrepant inr results for 1 patient tested with coaguchek xs plus meter serial number (B)(6) compared to an unknown laboratory method. The result from the meter was 4.7 inr. A blood sample was drawn for the laboratory 10 minutes later and the result was 3.6 inr. The patient¿s therapeutic range is 2 ¿ 3 inr.

Manufacturer narrative:
It was noted that the patient¿s finger was squeezed for the meter test. Product labeling states: "massage the lanced finger gently until a drop of blood is formed. Do not press or squeeze the finger." The test strips were requested for investigation. The returned test strips were measured on reference meters with a high-level control sample: testing results (qc range: 2.7 ¿ 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and the retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.